Event description:
Patient burn occurred while using bipolar unit w/forceps during a tcbo/tubal procedure. This was a minor burn that occurred and there was no other complications with completing the surgery or the patient.